Event description:
Additional information was received which noted a shock impedance measurement of 130 ohms. The patient was brought in to their clinic and the shock impedance measurement was 90 ohms. No other testing was performed at that time and the patient would continue to be monitored. No adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high shock impedance measurements of 129 ohms. The patient was brought to the clinic and measurements were noted to be normal. Troubleshooting and programming options were discussed. No actions or interventions have been performed. No adverse patient effects were reported. The lead remains in service.